Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, the customer administered a manual injection to address bg level. Customer reverted to manual injections for insulin therapy.